Event description:
This case was initially received via (B)(6) ((B)(4)) on 03-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel, cobalt and others") in a female patient who had essure (batch no. 689931) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 1 year 2 months after insertion of essure, the patient experienced prolapse ("prolapse"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("abundant periods"), premenstrual headache ("pre-period headaches"), abdominal pain lower ("cramps"), fatigue ("chronic fatigue"), myalgia ("muscular pains"), visual impairment ("vision quality decreased"), amnesia ("loss of memory") and erythema ("persistant cutaneous redness on cleavage"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, abdominal pain, menorrhagia, premenstrual headache, abdominal pain lower, fatigue, myalgia, visual impairment, amnesia, erythema and prolapse outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, allergy to metals, amnesia, erythema, fatigue, menorrhagia, myalgia, premenstrual headache, prolapse and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 11-oct-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 319 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2017: quality safety evaluation of ptc. Company causality comment . Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.